Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the stapler partially fired before stopping. The staples were unformed and did not reach the tissue. Another reload was used to complete the case. There was no patient injury.